Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer went to emergency room due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 400 mg/dl at the time of hospitalization. Customer¿s current blood glucose 263 mg/dl. Customer treated with manual injection for high blood glucose. Customer suffered from the symptoms like extreme bad headache, vomiting, nausea, needing to pee and food poisoning. Customer was wearing an insulin pump at the time of hospitalization. The product will not return for the analysis.